Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining elevated tsh results above the normal reference range for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing on an alternate methodology produced a discordant result below the normal reference range. The patient has been prescribed and taking thyroxine (t4) due to the elevated results obtained since (B)(6) 2010. The dosage has been increased twice to the current dose of 125 ug/day.

Manufacturer narrative:
The tsh qc has been within the customer's established ranges. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.